Manufacturer narrative:
The observation made during investigation showed that the returned pouch had been damaged. A number of scratches and a hole were present in one area on the back of the pouch. However, it is very unlikely that this damage would have went unnoticed during the 100% inspection completed in packaging. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the evidence presented by the sample and the information provided by the supporting documentation "package integrity compromised" and/or "inadequate shipping support" might have impacted on the event as reported.

Event description:
The customer initially reported that "the bag was torn, and the product bag inside got damaged/scratched". The observation made during our investigation showed that the returned pouch had been damaged.